Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the machine was placed on a platform. It fell but it did not touch anyone. There was no reported patient involvement/ injury.

Manufacturer narrative:
New information has been received confirming that there was no malfunction of the ge healthcare equipment. The user placed the ge healthcare equipment on a rolling table. The ge healthcare equipment fell when the table was moved by the user. There was no death or injury resulting from this event. This event is not reportable.